Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of receiving a battery out limit alarm. The customer's blood glucose at the time of incident was 40mg/dl. The customer treated the low blood glucose level by drinking orange juice. The customer states there are two cracks to the battery compartment. The customer was advised to discontinue use of the device and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was received with normal operating current. No unexpected battery out limit noted. The insulin pump has broken battery tube threads, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked reservoir tube lip and missing the end cap sticker.